Event description:
The patient was initially referred to surgery for a prophylactic generator battery replacement. At the patient's replacement surgery case it was discovered on the previous generator, during a pre-op interrogation, that the device was showing high lead impedance. Once the generator was replaced in the operating room with the new battery, the high impedance reading remained. The lead was then replaced, and the impedance value then read within normal limits. The explanting facility historically discards explanted product per hospital protocol, and it was confirmed that the explanted device would not be returned for analysis. No other relevant information has been received to date.